Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 8 of treatment. The patient was connected during the incident. The patient received a patient line is blocked message and an unknown alarm during treatment and prior to the fluid leak. The patient also reported noise occurred from the cycler during fill 1 of 4 of treatment. Fluid leaked from the stay safe connector, where a little bit of fluid leaked from the bottom where the blue piece twisted off. Fluid was not discovered in the pump module area or on the external of the cassette. The stay safe connector blue pin was not pushed in, and air bubbles were not discovered. There was no patient injury noted. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). The patient stated they would re-setup cycler with new supplies and start treatment from the beginning. Upon follow up, the pdrn confirmed the reported event and stated fluid was noted leaking from the stay safe connector when treatment switched to fill 1 of treatment and treatment was immediately halted. The pdrn stated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient contacted the on-call nurse and was able to re-setup supplies and completed treatment using the cycler following the reported event. The pdrn confirmed no issue was noted with the cycler and no fluid came into contact with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and was no longer available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 8 of treatment. The patient was connected during the incident. The patient received a patient line is blocked message and an unknown alarm during treatment and prior to the fluid leak. The patient also reported noise occurred from the cycler during fill 1 of 4 of treatment. Fluid leaked from the stay safe connector, where a little bit of fluid leaked from the bottom where the blue piece twisted off. Fluid was not discovered in the pump module area or on the external of the cassette. The stay safe connector blue pin was not pushed in, and air bubbles were not discovered. There was no patient injury noted. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). The patient stated they would re-setup cycler with new supplies and start treatment from the beginning. Upon follow up, the pdrn confirmed the reported event and stated fluid was noted leaking from the stay safe connector when treatment switched to fill 1 of treatment and treatment was immediately halted. The pdrn stated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient contacted the on-call nurse and was able to re-setup supplies and completed treatment using the cycler following the reported event. The pdrn confirmed no issue was noted with the cycler and no fluid came into contact with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and was no longer available to return for physical evaluation by the manufacturer.